Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. H10 additional narrative: added: h6 (patient). H6 patient code: no code available (3191) was used to capture insufficient information.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address a medically collapsed tibial component, requiring the surgeon to pull the tibial component and replaced with a revision tray, augment, stem and sleeve. Surgeon requested attune revision instruments and implants for a patient who had an attune primary ps, fixed bearing knee. This is all the information provided from the surgeon and the hospital. Doi: (B)(6) 2016, dor: (B)(6) 2020, left knee.